Manufacturer narrative:
D4 and h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that tower door was failed due to faulty latch. The field service engineer (fse) replaced a faulty door latch and applied grease to all latch contact points to ensure proper operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had door failure and unable to open. Tried to reboot the station but unable to recover the storage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.